Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. After putting the device through multiple testing scenarios, physio was unable to determine the cause of the reported failure. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that when the battery is inserted into their device, the "on" and "shock" buttons would light up, but nothing else would happen. The device would freeze and could not be used if needed. There was no patient use associated with the reported failure.